Event description:
It was reported by fst that during pm the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. The fault code 7 exhibited . No patient involved. No harm is reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.